Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that no patient symptoms were reported. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that no patient symptoms were reported. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. The electronic data extraction revealed one alarm that was not relevant to the customer reported issue. Intermittent, recoverable and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all test requirements, which included normotensive and hypertensive settings with no anomalies or alarms. In addition, the driver was tested for an additional 46 hours for observation and performed as intended with no issues. The customer experience was not duplicated, and the root cause for the customer-reported fault alarm could not be determined. Despite the fault alarm reported by the customer, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.